Event description:
This is filed to report recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to the anatomy. One clip was successfully implanted, reducing mr to 3. Then on an unknown date, during follow up, a decision was made to schedule a surgery to explant the clip. The clip is stable on both leaflets. However, mr possibly returned. The surgery is scheduled for (B)(6) 2022. No other information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported poor image resolution was due to challenging due to the anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following updated information was received: it was reported that the initial mitraclip procedure was performed treat functional mitral regurgitation (mr). On (B)(6) 2022, during follow up, a decision was made to schedule a surgery to explant the clip. The clip was stable on both leaflets. However, mr increased to 4. The physician stated it is unknown why the mr increased, but that the clip did not cause or contribute to the recurrent mr. On (B)(6) 2022, the patient was readmitted and underwent surgery for mitral valve repair. The clip was explanted. No other information was provided.